Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And " undesirable shortening of limb. "

Event description:
It was reported that a patient enrolled in the mom clinical study, underwent total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, leg length discrepancy, pain, a limp and iliopsoas tendonitis were noted. No revision has been reported at this time. .